Manufacturer narrative:
Medical device lot #: an invalid lot # of 9115991 was provided by the initial reporter. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd insyte¿ IV catheter experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: the moment the vein is punctured, the tip is damaged, it is impossible to channel.